Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip. The target lesion was located in the moderately tortuous inferior mesenteric artery. A 20mmx40cm interlock-35 was selected for use. During procedure, the coil became stuck in the distal part of the catheter and was noted protruding from the catheter's tip upon removal. The procedure was completed with another of the same device. There were no patient complications reported.